Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right atrial (ra) lead was fractured. Subsequently, this lead was explanted and replaced with a competitor lead. This ra lead is no longer in service. No additional adverse patient effects were reported.